Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the spin collar of the trifuse tubing broke while reconnecting to the patient's PICC line. There was a non-bd disinfecting port protector on the end of the trifuse tubing for an unspecified period of time prior to the reconnection. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the spin collar broke was confirmed. During visual inspection it was noted that the extension set¿s locking hub (spin collar) was completely broken into four separate pieces which were separated from the extension set and received loose in the package. Inspection of the broken pieces under magnification did not show any scratches or stress markings. Functional testing was not performed due to the damage. Dimensional testing was performed and the luer tip was within the required specifications. The root cause of the broken spin collar was not identified.